Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient¿s system was removed because the lead was placed below the coaxial area and it didn¿t heal. In result, it caused an infection at the lead area. The patient stated that all of the devices were removed about 3 to 4 weeks prior to the report and the infection was discovered in (B)(6) or (B)(6) 2019. To treat the infection, the patient was given both IV antibiotics and oral antibiotics. There were no further complications reported or anticipated.